Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported to the health authority dissatisfaction following an enhancement procedure. The patient reported the recovery time to get to normal baseline vision has been two months opposed to the quoted five to ten days requiring him to take nearly two months off work due to not being able to drive a vehicle. The right eye has residual astigmatism but notes it is closer to plano refraction. The patient reported severe night vision complications including extreme starbursts when viewing oncoming headlights, significant ghosting around any sort of luminous object, glare/flaring of all light sources, and in certain situations rainbow colored halos around lights. The patient developed significant floaters in both eyes which were diagnosed as posterior vitreous detachment by a retina specialist. According to the surgeon there is no problem with the patient's tear film. The patient was prescribed brimonidine ophthalmic solution which minimally helped correct some of the night vision disturbances. The patient has tried multiple sets of soft contact lenses, but states the eyes are no longer compatible and has no visual acuity looking through them. The patient stated this has been one of the most significantly devastating and impactful experiences of their life. The patient has started therapy for depression and takes depression medications. Additional information received from the consumer reported following initial procedure there were not any quality of vision issues. His vision naturally digressed slowly back to being nearsighted. Symptoms following the enhancement surgery started immediately after with significantly decreased quality of vision and night driving was extremely difficult. The patient is now back in glasses. The patient last saw the surgeon about four months ago and has seen other optometrists since. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.